Event description:
A report was received that a patient had been experiencing a jolting sensation since the patient knelt down and twisted his back while gardening. A bsn representative determined that the leads may have pulled out of the header or the lead connection may be loose at the ipg site. The patient is expected to undergo a revision procedure. During the procedure, the physician also plans to relocate the ipg, as its current location at the beltline is causing the patient discomfort.